Manufacturer narrative:
UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain, instability, subsidence and tibial loosening. Loosening occurred at the cement/implant interface. The cement manufacturer is unknown. Implant wear was also reported. Update rec'd 12/28/2016: medical records received. After review of the medical records for MDR reportability, the revision operative note indicated instability, tibial loosening (cement debonded from the tray) with subsidence, synovitis, osteolysis, and insert discoloration with pitting. The patella is being reported at this time. The complaint was updated on: 1/17/2017.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.